Event description:
The user facility reported a blood leak that accurred at the beginning of dialysis treatment. The blood was returned to the patient and there was no significant blood loss. During follow-up communication with the user facility, it was reported that they have had two additional accurrences this month of blood leaks that occurred at the beginning of dialysis treatment. The involved dialyzers were from the same lot. Each dialyzer was discarded and treatment was successfully completed using another dialyzer. The user facility reported that there were no patient complications associated with these events.